Event description:
It was reported by the hcp, 'there was attempt at revision in (B) (6) 2003 because of problems with the electrodes, but because of difficulty with the hardware, the revision was not done." No symptoms or outcome were reported. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).